Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring urinary incontinence. The device had fluid leak. All the components were removed and replaced. No further patient complications were reported.